Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads exhibited noise episodes in logbook. Noise was presented on both ra and rv channels simultaneously and was believed to be environmental. No noise was observed with isometrics. The patient also felt pectoral stimulation in the pocket. Additional information obtained indicated that memory dump revealed the device is without any faults and looked fine. The leads were reprogrammed to unipolar pacing and sensing hoping to isolate the external conductors and to remove the symptoms of noise. The patient was sent home with a magnet to store electrograms (egm) when symptomatic. At this time, plan is to reopen the pocket if noise continues. The leads remain in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.